Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 545:320:658:000 was confirmed but not duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time as the referenced device has been removed from service. A follow-up report will be submitted if additional information becomes available.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with failure code 545:320:658:000. It is unknown when or in which care area this event occurred. Upon review of the pump's event history, it was determined this event interrupted delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.